Manufacturer narrative:
Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a colorectal procedure, a manual handle clamped down on bowel. A second manual handle was applied to bowel to remove and this handle also clamped down on bowel. A third handle was used to remove both clamped down handles. Extra colon had to be removed from patient; the patient is recovering without incident. No other adverse events reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of four instruments. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. Visual inspection of the first instrument noted that the cover tube shaft was bent. Due to the noted damage no functional testing was performed. Initial visual examination of the second, third and fourth instruments found no abnormalities. When cycling each instrument it was observed that the reloads would articulate during cycling. Engineering evaluation found that each instrument tube housing was broken and that each instruments firing rod was bent. This condition caused the devices to articulate during cycling. The fourth instrument successfully clamped, cycled fully, opened and unloaded repeatedly without difficulty. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the bent instrument cover tube and firing rod may occur due to over flexure of the reload while attached to the instrument.